Event description:
It was reported that pump screen went dark and would not turn on, and when display finally turned on after charging, pump showed malfunction message. There was no reported adverse impact to the customer¿s blood glucose level. Customer completed multiple troubleshooting steps including connecting to known working power source which successfully powered pump. Malfunction was confirmed as not resettable, customer switched to multiple daily injections as backup therapy while technical support arranged shipment of replacement pump.